Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw (lot: 30419r1108) was implanted successfully reducing mr to grade 1-2. The clip remained stable at the 24 hour transthoracic echocardiogram (tte) prior to discharge. On (B)(6) 2024, the patient returned with severe recurrent mr. Transesophageal echocardiogram was performed where the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)). There was no evidence of leaflet tear. It was thought the slda was due to flailing and calcified leaflets. Due to leaflet length, there is not another favorable location for an additional mitraclip. Further intervention has not occurred.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient returned to hospital due to the recurrent mr. There is no indication of a product issue with respect to manufacture, design or labeling.